Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 08-nov-2021 indicated that the devices were reportedly used and prepped according to the instructions for use (IFU). The length of time the procedure was delayed was not reported. However, the physician did not feel the prolongation was clinically significant. No further information could be obtained. Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that during a stent-assisted coil embolization of an internal carotid artery (ica) aneurysm, a 4mm x 23mm enterprise 2 no tip vascular reconstruction device (vrd) (enc402300/11117097) was deployed via a prowler select plus microcatheter (unknown product code & lot number); however, the stent did not fully expand as intended. Cone beam computed tomography (CT) scan showed the stent caught in the ophthalmic artery; the stent did not expand. The distal marker appeared to be fixed. Therefore, a chikai guidewire (asahi intecc) (j-shape) was used to fully open the stent. The stent was redeployed successfully. Next, coils were implanted, and the procedure was completed. There was no report of patient injury. During the procedure, the prowler select plus microcatheter was advanced towards the middle cerebral artery (mca) and the complaint enterprise 2 was delivered to the lesion. The positioning marker was deployed slightly distal to the lesion. The enterprise 2 was deployed, and the physician checked the monitor. The distal marker seemed to be fixed and did not open. Additional information received indicated that the devices were reportedly used and prepped according to the instructions for use (IFU). The length of time the procedure was delayed was not reported. However, the physician did not feel the prolongation was clinically significant. The stent remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11117097. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion requiring additional intervention is a known potential complication associated with the enterprise 2 vrd. With the information provided and without films and/or the return of the complaint device, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including aneurysm/vessel characteristics, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The stent remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11117097. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that during a stent-assisted coil embolization of an internal carotid artery (ica) aneurysm, a 4mm x 23mm enterprise 2 no tip vascular reconstruction device (vrd) (enc402300/11117097) was deployed via a prowler select plus microcatheter (unknown product code & lot number), however, the stent did not fully expand as intended. Cone beam computed tomography (CT) scan showed the stent caught in the ophthalmic artery; the stent did not expand. The distal marker appeared to be fixed. Therefore, a chikai guidewire (asahi intecc) (j-shape) was used to fully open the stent. The stent was redeployed successfully. Next, coils were implanted, and the procedure was completed. There was no report of patient injury. During the procedure, the prowler select plus microcatheter was advanced towards the middle cerebral artery (mca) and the complaint enterprise 2 was delivered to the lesion. The positioning marker was deployed slightly distal to the lesion. The enterprise 2 was deployed, and the physician checked the monitor. The distal marker seemed to be fixed and did not open. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation.